Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The screw is 18mm and should be 20mm. The screw is confirmed to be 18mm. Review of device history records found these units were released to distribution with the following related deviation: all the parts were reworked to unpackage and repackage at sterile package. A definitive root cause has not be determined as of the closure of this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon found out that the packaging identifies a different length of the screw than what is packaged during operation.